Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over fourteen (14) years, since the subject device was manufactured. Based on the results of the investigation, the root case could not be identified. However, it is likely, that a faulty cable led to the malfunction resulting in the image problem. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head had an image problem. The issue was found during preparation for use. The intended procedure was completed using a similar device. There were no reports of patient harm due to the event.

Manufacturer narrative:
The subject device was returned to olympus and evaluated and the customer allegation was confirmed. In addition, the following non-reportable phenomena were identified: minor cosmetic wear and tear on the housing, a faulty scope socket, and a non-olympus lamp with 500+ hours. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.